Event description:
A malfunction was reported on a customer's pump with no notable events occurring prior to the issue. The malfunction caused the customer's blood glucose levels to exceed normal limits, displaying as "high," though the specific value was unknown. The customer addressed this issue by administering a correction injection via multiple daily injections. Technical support (cts) resolved the situation by sending a replacement pump and advising the customer to program settings and connect their cgm to the new device. Additionally, the customer was instructed to return the faulty pump within ten days to avoid being billed and was informed that the new pump would come with updated software.